Manufacturer narrative:
(B)(4). Report source foreign: country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the locking feature of the device has indentations and shavings. No other deformity noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after the placement of the cotile, the surgeon wanted to place two safety screws because the insert correctly positioned remained tilting and the cotile did not stabilize, the defective insert was removed and another insert was positioned correctly. No additional information.